Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m118529 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m118529 and test base part number 190-430 / lot m118529 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m118529 showed that the complaint rate is 0.02%. The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert in19000 v1.0 related to % test agreement with the expected results by sample concentration.

Event description:
A customer reported false results on three (3) patients with the ID now covid-19 test. This report represents three (3) of three (3). The customer reported that a patient had a direct nasal swab and a nasopharyngeal (np) swab in vtm collected on (B)(6) 2020. The customer stated the nasal swab was from the ID now covid-19 test kit and the np swab was copan, eluted in either 3ml bd universal transport media or universal transport media. The np swab in vtm generated positive results; the direct swab generated negative results. Repeat testing with the direct nasal swab was negative. No information on confirmatory testing was provided by the customer. Attempts to gain further patient information regarding symptoms, treatment and/or remedial action, and outcome were not successful. Abbott diagnostics scarborough, inc. Received authorization from the FDA for the removal of swabs eluted in vtm as an appropriate sample type from the ID now covid test in (B)(6) 2020. While the ID now covid-19 test was performing within the statements made within package insert in19000 v1.0 related to % test agreement with the expected results by sample concentration, the change was a proactive measure to remove the risk of potential reduced sensitivity, or false negative in the event of a low analyte concentration as vtm is known to dilute the patient sample. Customers were informed of the change through a technical bulletin, tb000041 v1.0, indicating: "the specimen collection and handling for the ID now¿ covid-19 test has changed. Swabs eluted in vtm are no longer an appropriate sample type. Please refer to the updated product insert included in this kit. ID now covid-19 is intended for testing a swab directly without elution in viral transport media as dilution will result in decreased detection of low positive samples that are near the limit of detection of the test. Due to this change, disposable transfer pipettes are no longer included in the kit." Additionally, all ID now covid-19 affiliated labeling was updated to reflect the removal of swabs eluted in viral transport media. The events of this case took place prior to the removal of the ID now covid-19 vtm claim. The ID now covid-19 product insert indicates that negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable. Additionally, conflicting results indicate a malfunction of one of the tests as it is expected that testing the same patient sample or a second sample from the same patient tested on the same day as the original sample would return the same result.